Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2022 for an unknown reason.

Event description:
Additional information indicates the ipg had reached end of life. It is unknown if this occurred prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.